Event description:
It was reported that during a colonoscopy, one of the wires of the colonovideoscope snapped, resulting in a procedural delay of greater than 30 minutes, with patient under sedation. The procedure was completed with a backup device. There were no reports of patient harm.

Event description:
Additional information was unable to be received from the customer regarding the procedural delay. There were no reports of patient harm. This supplemental report is being submitted to provide additional information from the customer and the results of the complaint investigation. Updated fields: b5, f10. Corrections to b1, b2, and f10. This event was initially conservatively reported as a serious injury; however, after multiple attempts to follow up with the customer no additional information was obtained regarding the procedural delay. There was no report or indication that the patient suffered any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and f10. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported would not be likely to cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection and the customer's complaint was confirmed. Based on the investigation, the definitive root cause could not be determined. The most probable cause of the complaint is: cause traced to component failure: the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.